Event description:
The pt ((B)(6)) received her scs system, including a percutaneous lead, on (B)(6) 2010. It was reported that the pt lost stimulation, and the amplitude on the programmer stopped at perception on all programs. Diagnostic tests revealed high impedance measurements on several lead contacts. The pt was reprogrammed without using the affected contacts, and good stimulation coverage was reported. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.